Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/25/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure? Can you identify the ethicon product codes used in this procedure?

Event description:
It was reported in journal article ¿three-flap umbilicoplasty: a novel and preliminary method of laparoendoscopic single-site transumbilical surgical approach for urachal stenosis¿ to compare the validity of adaptation of the novel less technique performed between december 2013 and march 2017. The patient underwent umbilical laparoendoscopic single-site (less) procedure on unknown date between 12/2013 and 03/2017 and suture was used to close the subumbilicus fascia. The patient possibly experienced a clavien-dindo grade ii surgical site infection which was managed appropriately, minimizing the damage. Note: require pharmacological treatment with drugs other than such allowed for grade I complications.

Manufacturer narrative:
Product complaint # ==> pc-000103548 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? => no. If yes, please provide a complaint reference number. => n/a. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? => no information. Does the surgeon believe there was any deficiency with the ethicon sutures used in this procedure? =>no information. Can you identify the ethicon product codes used during this procedure? => no information."